Event description:
It was reported that the syringe s2 5ml 22ga 1-1/2in bd china plunger was difficult to move and the liquid that was drawn up leaked past it prior to use. The following information was provided by the initial reporter, translated from chinese to english: "when using the syringe, the liquid medicine cannot be drawn. The plunger rod was difficult to move, but it can still be withdrawn a little, but the small amount of liquid drawn was leaked to the bottom and outside of the plunger rod. It is initially suspected that the plunger rod and the syringe are not tightly sealed."

Manufacturer narrative:
Investigation summary a device history record review was performed for provided lot number 1903120 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one physical sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage through the plunger rod was observed. Through magnified inspection, damage was identified to the plunger rod component; however, no plunger sliding issues were detected during evaluation. It has been determined that this incident resulted from damage to the plunger lip component. This type of damage can occur during the handling of the product through the manufacturing process or within the plunger assembly machine. The medication used, the temperature, pressure, or the amount of uses of the syringe can affect the sliding properties of the syringe. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe s2 5ml 22ga 1-1/2in bd (B)(6) plunger was difficult to move and the liquid that was drawn up leaked past it prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using the syringe, the liquid medicine cannot be drawn. The plunger rod was difficult to move, but it can still be withdrawn a little, but the small amount of liquid drawn was leaked to the bottom and outside of the plunger rod. It is initially suspected that the plunger rod and the syringe are not tightly sealed."